Event description:
This system was removed due to infection in 2009. The following physician's office has not seen this pt since four months prior to remove the device. Per facility, there is no info regarding the explanting facility and the exact date is unk. This device was discarded by the hospital. Np 60 bp, MDR 1028232-2009-01563. Py44sbv.